Manufacturer narrative:
Concomitant medical products: product ID: evolutpro-26-us valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant that the right ventricular (rv) lead exhibited high thresholds. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.